Event description:
There was an allegation of questionable elecsys ft4 IV results for 1 patient sample on a cobas e 801 analytical unit. The initial result was 7.77 ng/dl. An abnormal low signal alarm occurred during the measurement of the sample. The repeated results were 2.13 ng/dl and 1.7 ng/dl.

Manufacturer narrative:
The reagent lot number is 774169 with an expiration date of 31-jan-2025. It was noted that a sample clot or inadequate sample volume alarm was detected during aspiration. The field service representative performed a system prime, checked the tube nipple, performed a line wash with purified water, cleaned various parts, performed other checks, and replaced the pinch valve. The qc was acceptable. The investigation determined the service actions resolved the issue.